Event description:
It was reported that an infection occurred. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): addr01 implantable pulse generator implanted: 2013-(B)(6); 4058m52 implantable pacing lead, implanted: 1990-(B)(6).